Event description:
A sterile processing technician reported to baxter corporate product surveillance that one interlink buretrol add-on set was observed to have air in line. This was detected a few minutes after setting up an infusion of lactated ringers, but before connecting to a patient. Per the reporter, the buretrol add-on set was being used with a clearlink vented minidrip continu-flo solution set and a clearlink extension set. The was no patient involvement and therefore no patient injury, medical intervention, or adverse event. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Two (one used, one unused) samples were received for evaluation. Visual and functional tests were performed, and the reported problem was not confirmed. There were no product anomalies found during sample evaluation. Batch records were reviewed and all release criteria were within specifications. The assignable cause of the reported condition could not be determined.